Event description:
Tubing separation after power injection. An unspecified volume of omnipaque 300 contrast media was injected via the power injector through the clave port of the extension set at 2.5cc per second at a maximum of 300 psi for a CT study. Upon completion of the CT study, it was reported that the tubing separated at the solvent bond of the male luer assembly. There was reported blood loss of "less than 5cc's." There were no adverse pt effects. Though requested, no additional info was provided.